Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the motherboard. Unable to perform the unexpected restart, displacement, rewind, basic occlusion, operating currents, occlusion, prime, off no power or excessive no delivery tests due to the blank display. Unable to verify the external flash error alarm due to the blank display. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed external flash cyclic redundancy check error. The blood glucose readings were unknown. The insulin pump settings were cancelled. The customer was advised to discontinue use of the insulin pump. The insulin pump will be replaced.